Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 85 mg/dl at the time of the incident. The customer reported that the top of the reservoir compartment plastic ring and o ring was broken off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, scratches on keypad overlay buttons and peeling end cap address label.